Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient taken to or (operating room) for total right hip replacement, had intense pain and x-ray revealed dislocation. Approximately a week later, patient returned to operating room and the surgeon indicated the screw sheared off of the head and the screw was removed". The original intended procedure was" right total hip replacement". The user had device malfunction in which the device did not do what it was supposed to do; device failed. Doi: unknown; dor: (B)(6) 2022; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (nc search) was performed for the finished device 121730500, lot d21050891, and no non-conformances / manufacturing irregularities were identified.